Manufacturer narrative:
Date of event (b3) corrected. Exact date of the event and article publication date is unknown; therefore, first day of treatment month/year has been selected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary retention, inflammation and pain are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted hiroki kitou, takumi hayashi, seiken ri, mayuko katou. (2024). Initial experience with water vapor energy therapy (wave) in cases of urinary retention due to be-nign prostatic hyperplasia. 111th annual meeting of the japanese urological association.

Event description:
It was published in the the 111th annual meeting of the japanese urological association that a retrospective study was conducted to evaluate the initial experience of water vapor energy therapy (wave) in patients with urinary retention due to benign prostatic hyperplasia (bph). A total of 9 patients who underwent wave of whom had urinary retention prior to the procedure were enrolled from march 2023 to june 2023. The following boston scientific product was used during the procedures: rezum device. Regarding patient complications, it was confirmed that 5-6 patients presented urinary retention. The main complications included prostatitis, which resulted in a catheter placement and hospitalization in 1 case and clean intermittent self-catheterization (cic) difficulty, which resulted in catheter reinsertion in just one case. In conclusion, wave procedure for patients with urinary retention was effective in five of the six cases thus enabling the removal of urinary retention. Postoperative voiding is a risk of complications, and it is desirable to keep the catheter in place for about 4 weeks after surgery.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted hiroki kitou, takumi hayashi, seiken ri, mayuko katou. (2024). Initial experience with water vapor energy therapy (wave) in cases of urinary retention due to be-nign prostatic hyperplasia. 111th annual meeting of the japanese urological association.

Event description:
It was published in the 111th annual meeting of the japanese urological association that a retrospective study was conducted to evaluate the initial experience of water vapor energy therapy (wave) in patients with urinary retention due to benign prostatic hyperplasia (bph). A total of 9 patients who underwent wave of whom had urinary retention prior to the procedure were enrolled from march 2023 to june 2023. The following boston scientific product was used during the procedures: rezum device. Regarding patient complications, it was confirmed that 5-6 patients presented urinary retention. The main complications included prostatitis, which resulted in a catheter placement and hospitalization in 1 case and clean intermittent self-catheterization (cic) difficulty, which resulted in catheter reinsertion in just one case. In conclusion, wave procedure for patients with urinary retention was effective in five of the six cases thus enabling the removal of urinary retention. Postoperative voiding is a risk of complications, and it is desirable to keep the catheter in place for about 4 weeks after surgery.